Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate stated her husband had been getting what he considered normal blood glucose readings on the contour next link, but was taken to the hospital due to diabetic ketoacidosis. He was admitted to the hospital for 3 days, and was given insulin IV. Further information was not provided. The strips were not expected to be returned for evaluation. Strip information was not provided. Product was not replaced.